Event description:
It was reported that during an unknown procedure, the device malfunctioned. The case was completed with another device of the same product code. No additional information is available regarding issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = ratchet pawl. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, seven clips were fed and formed as intended; during the evaluation the antibackup feature and the lockout mechanism were found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged, causing the antibackup and lockout mechanism failures. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.